Event description:
The patient was revised to address poly wear and stem loosening. The patient's medical records were reviewed. Records indicate the patient was revised in 1994 for osteolysis and poly wear. At this time, the manufacturer of the liner revised in 1994 is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The patient was revised to address poly wear and stem loosening. The patient's medical records were reviewed. Records indicate the patient was revised in 1994 for osteolysis and poly wear. At this time the manufacturer of the acetabular devices revised in 1994 is unknown. Doi: 1987 (stem), doi: 1994 (liner), dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.